Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11 the returned bib intragastric balloon system was analyzed. A visual and media inspection was performed. The device was returned deflated and colored blue, regarding the media analysis the customer provided pictures where it can be observed the device inside patient anatomy and colored blue. Also, it was observed a leakage of blue substance into the patient's anatomy. Based on all gathered information, the probable cause selected is known inherent risk of device, since the events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
19dec2024 ez. It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient report having blue color urine. The physician had the patient to come in for an endoscopy which showed the balloon was leaking at the valve. The balloon was explanted, and a new one was placed. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Therefore, ar code 5191:2457: (device use of device issue - user error) has been applied.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient report having blue color urine. The physician had the patient to come in for an endoscopy which showed the balloon was leaking at the valve. The balloon was explanted, and a new one was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.